Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On 04/04/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 04/17/2017 a medtronic representative, following-up at the site, reported the site staff was unable to provide updates regarding the patient status. - 04/20/2017 software analysis was unable to determine probable cause with the information provided. - no further issues have been reported.

Event description:
A site charge nurse reported that, while in an ear, nose & throat (ent) procedure, and while loading the disc in their navigation system, they were unable to initial tracer. The surgeon stated that they had already loaded the disc and viewed exams, however, they were unable to initiate tracer registration. The site re-loaded the disc expecting a different outcome, and to go forward using tracer to register the patient. The surgeon confirmed different probes were used, and the probe point was placed near the patient tracker, all attempts were unsuccessful and tracer was not initiated. The surgeon opted to discontinue the use of the navigation system to go forward with the procedure. Delay in therapy was two hours before continuing. There was no impact on patient outcome reported.